Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range shock impedance measurement of zero (0) ohms. A boston scientific technical services (ts) review of the associated electrograms indicated there was nothing of note beyond some fine noise present on the rv pace and shock channels that was not sensed by the implantable cardioverter defibrillator (ICD) device and was also present on previous electrograms. Ts provided guidance to the healthcare provider (hcp) to try to determine what the patient was doing around the time of the low shock impedance measurement to see if a potential source of electromagnetic interference (emi) could be found and if not, then consider bringing the patient into the clinic to see if any issues can be reproduced when performing isometric and pocket manipulation testing. If the patient cannot be brought into the clinic, ts recommended to check the shock impedance measurement again in approximately one (1) week to see if it has recovered within the normal specification limits and if the out of range measurement occurs again, perform further troubleshooting. The lead remains in-service. No patient symptoms or adverse patient effects were reported.